Manufacturer narrative:
The case description states that the user was having high bgs while using the system due to having communication errors trying to activate 3 pods. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show that the user attempted to deactivate a pod but ran into an error before the pod being discarded. Following this, the logs show that activation was stuck on step 1. The log files further confirm that the controller was able to start activation and find a pairable pod, however failed to complete activation. This was repeated for each attempt made at activating a new pod. A new pod was never successfully activated in the available log files. The log files show that this was not a compatibility issue between the pod, controller or cgm. No abnormalities were seen in the log files that would prevent the controller from successfully communicating with the pod to complete activation. No app errors or alarms were generated by the controller. The exact cause of the controller communication error at startup could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 250 mg/dl. The patient was lethargic, was nauseous and vomiting. For treatment, the patient was given fluids and diagnostic tests. The patient was discharged after 4 hours.